Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility has been used some chemical liquids other than those specified by olympus in the alcohol bottle for reprocessing and washed 5 endoscopes. During the preparation for use, the user found that these chemical liquids have a problem. The user tested the chemical liquid and found it was harmful to the human body. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the user did not read the contents of the instruction manual carefully and did not understand to use alcohol recommended by olympus. If significant additional information is received, this report will be supplemented.